Manufacturer narrative:
Other text: additional information was received indicating the alarm occurred during testing, there was no patient involvement. (Updated h6).

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported issue was not seen in the event log. A fluid filled cassette was attached to the pump, but testing could not be completed due to air in line alarm displaying. It's recommended to replace the circuit board due to repeat repair.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device was still alarming "air in line" when there was no air in line. It is unknown if there was a patient, or clinician injury associated with this occurrence.